Manufacturer narrative:
. H4: the lot was manufactured from (B)(6) 2019 - (B)(6), 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. The reporter stated the ¿folfusor ended after 54 hours instead of 46 hours¿. The device had been filled with 50mg/ml fluorouracil in glucose 5% to a total fill volume of 93ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.